Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Event description:
The customer reported that she was attempting to fill the cannula when she received an alarm on the insulin pump. The customer could not get out of the rewind sequence to do further troubleshooting. The customer could not complete a bolus as the rewind sequence could not be exited. Her blood glucose was 153 mg/dl. Nothing further was reported.